Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
The patient's epileptologist reported that the patient had experienced a subdural/parenchymal bleed following his initial implant on monday. The bleed showed up in the patient's post-op CT. The bleed was subdural and also present in the lateral ventricle. The patient was experiencing no functional deficits or symptoms other than headache. The patient continues to be monitored at this time. Additional information from the epileptologist reported an additional CT was performed and showed the bleed was from the [right] temporal lead. He also reported that it looked stable." Classified as subdural hematoma.